Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection found an anchor with suture tied to it. The anchor plug has not been engaged. A functional evaluation revealed the torque limiter and anchor plug operated properly. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that during the set up of an acl procedure, the anchor tip of the footprint ultra pk suture anchor 4.5 was separated when opened. Out of box failure. Procedure finished with s&n backup device. Unknown if there was a surgical delay to the procedure due this event. No injury reported to patient.